Manufacturer narrative:
The field service engineer (fse) replaced the front bezel to address the reported problem. The front bezel was returned to the manufacturer for analysis. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported that the nav-ring is not working. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The field service engineer (fse) will replace the front bezel to address the reported problem.